Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported several spectrum pumps failed the downstream occlusion preventative maintenance test. The customer reported they had "26 failures out of 30 during downstream occlusion testing". Any patient involvement, injury or medical intervention is unknown.